Manufacturer narrative:
Concomitant product: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).

Event description:
It was reported the catheter was broken at the spinal segment and replaced with an 8598a distal segment. The event occurred during a device follow-up and resulted in a revision and replacement taking place on (B)(6) 2015. The proximal segment at the pump pocket was still intact. A dye study was done as diagnostic testing. The patient status at the time of this report was ¿alive ¿ no injury.¿ the patient experienced pain. It was later reported no segments were left in the intrathecal space. The patient was doing well now and receiving better pain relief. The drug being delivered via the device system was morphine.